Event description:
It was reported that the patient never had any pain relief with the stimulation therapy except for her ankles, when she broke them, two years ago. This started following implantation. It was also noted that the patient noticed the implantable neurostimulator (ins) was sunken in. The patient had a hard time finding the ins to charge. It was noted that the patient had lost weight but not a lot and hadn¿t gained any. She noticed the ins had sunk into the body about a year after it was implanted. When it was first implanted she could feel the whole thing (the bump), and now she barely felt a bump and the shape of the ins. The patient wanted to get the device explanted because it was not working. The patient was wondering if the leads could be moved instead of implanted a new one. A technician tried to move the stimulation higher in her back but it had never taken the back pain away. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient was looking for a doctor to take out their device.

Manufacturer narrative:
Concomitant products: product ID: 3776, lot# v865461003, implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3776, lot# v437091005, implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3776-60, serial# (B)(4) implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).